Event description:
It was reported that the right atrial (ra) lead exhibited noise. The physician believes that it was caused by a car accident that the patient involved in. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.